Event description:
Hip surgery tips broke off during use.

Manufacturer narrative:
Investigation findings: the identified reports have been re-opened in reference to the vendor's identified corrective actions. Due to the reporting customer filling three reports for the issue of the "tips breaking", the following scars were entered in to the system: (B)(4). The vendor has responded to update the scar response and has titled the update as additional info to (B)(4). Within this response it was stated, "we would like to check with deroyal team again and see if there is any available info. If not, there is no further action we can do to evaluate the improper use of product." Deroyal has responded to the vendor on 2/18/2014, that additional info is not available. Correction: a correction has not been taken. Root cause analysis: updated: undetermined: the vendor has not received info as to the quantity of times the product was bent during the use in the field. The electrode is not designed fo bending or further modification after opening our sterile package. Corrective action and/or systemic corrective action taken: updated: within the IFU copy "m0129-0452-01-111a_elt_IFU.pdf". We have declared a statement of warning section #10- "modern medical equipment manufacturing ltd explicitly warns against making any changes to the device. Any such change will exempt us from all liabilities." Rev. 2 issued on 6/14/2013.) Previous: consider to design another bendable electrode for customer ((B)(6), completion date 8/24/2013) updated: the vendor would like to remove the item from this scar because there is no intention from deroyal or mmeq to develop a brand new series of products for bendable function. Also, we do not have a new series of electrode for bendable use and we do not think this will help resolve the issue at the moment. It is only a recommendation, no further action is necessary. Preventive action: a preventive action has not been taken. This report is being filed due to a retrospective review of complaints. This complaint has been re-opened for further investigation. A supplemental report will be filed if further investigation provides info which changes the content of this report.